Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 189 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting. The customer was treated by delivered bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The customer alleges that the insulin pump was under delivering because the customer delivered bolus 5.0 blood glucose only went down 1 digit. Customer stated that the drive support cap appears normal. Customer stated that there were no kinks, bends or multiple large bubbles were present along the tubing length. Customer stated they were unsure if insulin exited at the quick release. Customer stated that the insulin pump exposure to the fluid or moisture of insulin. Customer stated that the leaks were observed at reservoir compartment. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer states there were no cracks in the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly during visual inspection.